Event description:
It has been reported to philips that the wired footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips technician confirmed that the footswitch was defective. Philips has dispatched the wired footswitch to the customer to resolve the issue. After replacing the footswitch, the system will be returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.